Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It has been reported that one syringe 10ml ll s/c 200 has been found cracked during use. The following has been provided by the initial reporter: it was reported that there was a crack in the syringe, causing it to leak medication. Detail: there was a crack in the side of the syringe that allowed the medication to leak out after it was drawn up.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter facility: the user facility address is not available, the corporate headquarters information was used instead. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that one syringe 10ml ll s/c 200 has been found cracked during use. The following has been provided by the initial reporter: it was reported that there was a crack in the syringe, causing it to leak medication. Detail: there was a crack in the side of the syringe that allowed the medication to leak out after it was drawn up.